Event description:
It was reported to covidien in 2009 that a customer had an issue with a hemodialysis catheter. The customer reports the catheter hub cracked, and as a result the catheter needed to be removed and replaced.

Manufacturer narrative:
An investigation is currently underway; upon completion, the results will be forwarded.